Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to program the pump. Assistance was provided and customer mentioned that they had high blood glucose of 405mg/dl. The customer treated with the pump. Customer declined high blood glucose troubleshooting and no further assistance was necessary.